Event description:
It was reported that implant was removed due to nerve injury. Tooth number 30.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.